Manufacturer narrative:
The biomedical engineer (bme) reported that the gz transmitter was experiencing intermittent signal loss and it would randomly turn off. Not in patient use. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the gz transmitter was experiencing intermittent signal loss and it would randomly turn off. Not in patient use.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the gz transmitter was experiencing intermittent signal loss and it would randomly turn off. Not in patient use. Investigation summary: insufficient information / no product returned multiple attempts were made to collect additional information regarding the complaint and facilitate device return. However, there has been no response from the customer. As such, there is insufficient information to establish a root cause or enough information to perform an investigation. The complaint device had been in use at the customer facility since (B)(6) 2020, and thus it had already exceeded its expected usage life at the time of complaint reporting. A review of the device's complaint history by serial number reveals no similar issues. Nihon kohden will continue to trend and monitor. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 08/15/2025 emailed the bme for all information in the ni list above: no reply was received. Attempt # 2: 08/29/2025 emailed the bme for all information in the ni list above: no reply was received. Attempt # 3: 09/05/2025 emailed the bme for all information in the ni list above: no reply was received. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the gz transmitter was experiencing intermittent signal loss and it would randomly turn off. Not in patient use.